Event description:
It was reported that the device was used during a laparoscopic cholecystectomy. It was reported that the clips from the device were placed on the cystic duct and the gall bladder was removed as normal. The patient subsequently had leakage of bile and is in the hospital 4 weeks post-op. The surgeon had not been inserviced on the device.